Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the heating tube installation confirmed that the alarm wasn't working. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
A. Patient information, b5 and h6: updated.

Event description:
Additional information was received stating the fault occurred during testing, there was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Evaluation codes: updated. One device was received. Per visual inspection, cracks were observed in the water tank cover. Per functional testing, the alarm for no disposable tube activates even if the heating tube is attached. The complaint was confirmed. The root cause was a defective micro switch. It was unknown what caused it to become defective. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. It was recommended that the micro switch be replaced, and at the customer's request, the product was returned without repair.